Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (misaligned) issue with shifted screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 06/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged misaligned display issue was not verified. The display was aligned properly and when pump casing was opened, the screen was also aligned correctly with no damages to the display tape. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was dim with a reddish contrast. Damages were observed to the pump case seal at the top right hand corner of the display. Evidence of moisture contamination was found on the transceiver printed circuit board when the pump casing was opened to further investigate.

Manufacturer narrative:
(B)(4).